Event description:
On (B)(6) 2018 mentor memorygel implants placed bilaterally for reconstruction, beginning (B)(6) 2018 had an onset of strange new symptoms which continue to get worse: severe fatigue, hair loss, cystic acne, menstrual cycle lasting 4 months, polychondritis symptoms (inflamed red hot and swollen nose bridge and ears that exclude the lobes), raynauds symptoms (white / blue hands and feet), extreme decline in vision with floaters, ear canal pain, headaches, neck and shoulder pain, elevated heart rate (140-160's), chest pain and inability to take full breathe, debilitating anxiety and depression, intolerance to sounds and lights. FDA safety report ID# (B)(4).